Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic broke during implantation. No back-up lens was available at the time of the initial surgery. A second surgery was scheduled for lens explantation and lens exchange. The rayner rayone risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user opens closed flaps and closes again before use, plunger advanced too quickly, user removes injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly, optic edge trapped/damaged on closure of cartridge. The device was retained and returned to rayner for evaluation. The lens was returned to rayner cut in half, hydrated in a plastic box. The lens being returned in two pieces is consistent with explantation procedure (being cut half in patient's eye to aid lens removal from eye). The injector was not included with the return. Inspection of the iol under 10x and 30x magnification confirmed that one lens haptic was broken. No further testing of the lens was possible to perform due to the damaged nature in which the iol was returned. Without the ability to examine the injector, and due to damaged nature in which the lens was returned, it has not been possible to establish the root cause of haptic breakage in this case. Despite follow-up attempts by rayner, no further information on the event has been forthcoming from the distributor.

Event description:
On 22nd september 2021, rayner intraocular lenses limited received notification from its norwegian distributor of an event that occurred during implantation of a rayone trifocal rao603f. The event description provided states that the haptic broke during implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic broke during implantation. No back-up lens was available at the time of the initial surgery. A second surgery was scheduled, explantation and lens exchange is planned. Rayner has requested the return of the lens for evaluation following explant. There is currently insufficient information available to determine the cause of haptic breakage in this case. Rayner is following up via its representative in (B)(6) to obtain additional information to facilitate further investigation of the event. The rayner rayone risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user opens closed flaps and closes again before use, plunger advanced too quickly, user removes injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly, optic edge trapped/damaged on closure of cartridge.

Event description:
On 22nd september 2021, rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred during implantation of a rayone trifocal rao603f. The event description provided states that the haptic broke during implantation.